Manufacturer narrative:
The product was requested however to date was not returned for evaluation. Based on all information, no causal factors can be determined and no conclusion can be drawn.

Event description:
We received a report from a facility in (B)(6) indicating that during a vitrectomy case to remove a membrane on the retina followed with full prp, dr mamdouh kabeel used a reusable 25gauge bipolar diathermy tip with coagulation power 20-25. During the procedure a hole was created causing partial retinal detachment. (B)(6) was able to manage and complete the case.

Manufacturer narrative:
One bipolar pencil was received in its original packaging. The visual examination found the tip of the bipolar pencil was of a dark color. The microscopic examination showed scorch marks and residues on the bipolar pencil. After removing the residue, the pencil was examined again under a microscope and the isolation of the bipolar pencil was completely missing. The device manufacturing records were reviewed and no deviation or issue could be found. Each bipolar pencil is tested during the production process and 100% quality check is performed at the end of the production process. The lot was manufactured according to specifications. The cause of the reported problem could not be determined.